Event description:
It was reported that the patient implanted with this pacemaker, presented to the hospital experiencing dizziness and pre-syncope. It was determined that this device had declared safety mode. Telemetry was performed which showed that the patient was experiencing pauses in ventricular pacing of up to 6 seconds in duration, which resulted in asystole. It was noted that the pauses in pacing were suspected to be a result of oversensing of noise due to unipolar sensing configuration. This patient is pacer dependent. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker, presented to the hospital experiencing dizziness and pre-syncope. It was determined that this device had declared safety mode. Telemetry was performed which showed that the patient was experiencing pauses in ventricular pacing of up to 6 seconds in duration, which resulted in asystole. It was noted that the pauses in pacing were suspected to be a result of oversensing of noise due to unipolar sensing configuration. This patient is pacer dependent. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device will not be returned.